Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument and resulted lower than the initial result both times. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the acid and base pumps, the reagent 1 probe and the reagent 2 probe diluters. The cse also replaced the degasser and cleaned the luminometer assembly. The cse verified the probe alignments and performed a preventive maintenance. The cse proactively replaced the uninterruptable power supply (ups) die and the thermal electronic devices (ted) on the ancillary queue. The cse performed system decontamination and calibrated the assay. The cse ran quality control, which was within the acceptable range. The cause of a discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.